Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller reported patient was being seen for first post op visit. Caller reported patient was using 5+6- and adjust intensity at home to 5.3ma. When the caller did electrode impedance test, contact 5/12 and 6/13 showed short. Electrode impedance: reference 30: 1280 ohms1: 1240 ohms2: 1080 ohms4: 1280 ohms5: 1450 ohms6: 1190 ohms7: 1110 ohms. Reference 40: 1330 ohms1: 1300 ohms2: 1190 ohms3: 1280 ohms5: 1420 ohms6: 1200 ohms7: 1140 ohms. Reference 512 180 ohms13 980 ohms4: 1080 ohms6: 980 ohms7: 930 ohms reference 65: 980 ohms13 190 ohms7: 980 ohms reference 125: 180 ohms13: 990 ohms6: 1000 ohms reference 136: 190 ohms. The caller reported no falls or trauma. Reprogramming was performed using electrodes 3/4. The patient did not f eel stimulation at 6.3ma.using electrodes 4-7+: patient felt stimulation on their left knee going up, patient needed stimulation from his buttock to feet at 5.5ma. Lead was implanted on t9/10.using electrodes 3+4-: at 6ma patient felt no stimulation using electrodes 3+5-: 450pw/80hz. Caller reported that about 1 weeks ago, he felt stimulation coverage to his toes, then the stimulation stopped. Patient did not have a fall. Using electrodes 3+5-7+: 6.6ma mid back down knee, pass the knee using electrodes 3+5-7-: patient felt no stimulation. Reviewed shorted contacts and the caller would program patient using electrode: 3+5-7+: at 6.6ma patient felt at mid back, stimulation going down pass patient's knee. Additional information was received. It was reported the cause was unknown. The manufacturer representative programmed around the shorted electrodes. Several programs were created and for the time being the patient was getting adequate pain control at high intensity.